Event description:
It was reported that the probe was used in a stereotactic procedure on (B)(6) 2009. The specimen image was taken to discover metal particles in the specimen dish. The artifact was noticed alerted to review. The customer is sending an image. The probe was disposed of upon cleaning area.

Manufacturer narrative:
(B)(4). (B)(4). Info is unavailable; device was not returned for eval.